Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the device had a shortened longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event. On 2018-05-08 it was later reported that at the device replacement procedure vegetation was noted on one of the leads. Both leads remain in use and no intervention was performed.